Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the slot holding the trach tie broke and caused the patient's trach came out. The trach tie was still attached but eyelet has snapped. The patient was not harmed.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn: 3012307300-2025-05565 for details pertinent to this event.